Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 6x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion; however, it ruptured at its nominal pressure. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, a non-cordis guidewire crossed the lesion. No further information is available. The device was not returned for analysis due to infectious disease. A device history record (DHR) review of lot 17670991 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17670991) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (30cm155) was delivered to the lesion. However, it ruptured at its nominal pressure. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, a non-cordis guidewire crossed the lesion. The product will not be returned for analysis.